Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-20 mg/dl. The cause of low bg was unknown. The customer lost consciousness from the low bg level and received third party assistance from their boyfriend who called emergency medical services (ems). Ems provided intravenous (IV) treatment of glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.